Event description:
It was reported that patient called to report that his device will no longer inflate. He inquired about the warranty. Patient liaison explained the product replacement policy to him. Patient is going to make an appointment with his physician for assessment and follow-up with patient liaison if needed.